Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customers blood glucose level. However, during the call with tandem technical support customers bg's was ranging from (45-97 mg/dl) she indicated she has been very active, much more active than she usually is in the morning. Customer was treating bg's with glucose tablets and breakfast. It was indicated that the customer would use backup pump as alternate insulin therapy.